Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the 29mm commander delivery system had a balloon ruptured when the valve was expanded. A distal radial balloon rupture was noted. The physician was able to safely remove the delivery system from the patient. He also removed the 16fr sheath to make sure there was no issue with the esheath+. He still wanted to ensure that the valve was fully expanded, so another 16fr esheath+ and 29mm commander delivery system was opened for the case. The 29mm commander balloon was expanded and the physician experienced another distal radial balloon rupture. The physician removed the system and checked on the patient with transthoracic echocardiogram. The patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy and the device were provided. Calcification was present in the landing zone within the aortic annulus. A fully circumferential radial and longitudinal balloon burst were observed at the balloon working length. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was confirmed based on evaluation of the returned imagery. Available information suggests patient factors (calcification) likely contributed to the event as imagery of the patient's anatomy revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted, due to additional information. B4, g3, and h2 have been updated. B5 and h10 have been corrected.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the 29mm commander delivery system had a balloon ruptured when the valve was expanded. A distal radial balloon rupture was noted. The physician was able to safely remove the delivery system from the patient. He also removed the 16fr sheath to make sure there was no issue with the esheath+. He still wanted to ensure that the valve was fully expanded, so another 16fr esheath+ and 29mm commander delivery system was opened for the case. The 29mm commander balloon was expanded and the physician experienced another distal radial balloon rupture. The physician removed the system and checked on the patient with transthoracic echocardiogram. The patient was in stable condition. Per follow-up communication with the fcs, images of the devices were received. A sheath appeared to have a torn distal tip in one of the photographs, which was stated to having occurred during withdrawal.